Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 10 infusion sets was fell off during use since (B)(6) 2024 event. The infusion set was in use for 8 hours.the blood glucose level was 107 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.